Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was removed and a new lead was implanted more proximally in the vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1888tc -1 competitor implantable pacing lead (B)(6) 2012; 1888tc -2 competitor implantable pacing lead (B)(6) 2012. (B)(4).